Event description:
The customer report while using the mcen116 the tip broke off into the pt, which was retrieved. The surgeon then elected to use mcen 118 (MDR) and the tip of that instrument broke as well. This item was retrieved as well. No pt impact was reported. [Note: a separate MDR was submitted for mcen116 on MDR 968037-2009-00005].

Manufacturer narrative:
The customer reported the surgeon was aware the item is labeled for soft tissue, but is uncertain how the product was used. The sample was returned, and upon closer examination of the instrument, it shows the stem had been bent and the tip was broken at the laser weld.